Event description:
It was reported that during an atrial lead reposition procedure, the physician was able to remove the lead tip out of tissue normally but upon pulling the lead, the tip came apart from the lead body. The lead tip remained in the subclavian attached to sutured pocket. The remainder of the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.